Manufacturer narrative:
The device history record (DHR) review showed all inspection results were carried out and were within acceptable criteria as per established sampling plan levels and quality procedures. One sample was received for evaluation. The sample was visually inspected showing the sample arrived without the bolus, which is connected to the adapter. The reported condition was confirmed. The exact root case could not be determined. Based on the historical review, a corrective and preventative action (CAPA) was generated. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported when the dobhoff tube was removed from the patient, the metal end tip disconnected from the tube and remained inside the patient's stomach. The tip of the tube was removed via and egd (esophagogastroduodenoscopy).

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.